Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pharmacist mixed 224 mg of floxuridine in 40 ccs of saline and dexamethasone. Previously the concentration was set at 100 mg/ml and the dose was not effective with laboratory results. The patient was only getting .1 ccs of fluid each day with the previous flow rate when the patient was to get more fluid and more dose by changing the concentration in the programmer to the correct concentration. The patient was receiving 14 days of floxuridine and then 14 days of saline. On (B)(6) 2011, it was reported that "the patient did not have any adverse effects as a result of the calculations. It was a work in progress to get the dosage correct for the patient, it was believed that he was receiving effective therapy". Two days later a volume discrepancy was reported. The actual residual volume was greater than the expected residual volume. There was no history of MRI, falls, or trauma. Additional information has been requested, but was not available as the date of this report.